Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging test strips missing. Reporter claimed they purchased a box of 100 CT strips and a vial of 25 strips was missing. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.